Event description:
On 7/1/86 the hydroflex device was implanted. On 6/8/94 the right hydroflex cylinder was replaced with a dynaflex cylinder. On 7/28/97 the left hydroflex cylinder was removed from the pt and a dynaflex cylinder was implanted due to malfunctioning of prosthesis.